Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer had a low reading of 47 mg/dl in the morning. The customer also had high reading of 400 mg/dl and treated with the pump and manual injections. The customer also reported issues with sensor glucose versus blood glucose. The customer had sensor reading of 70 mg/dl and blood glucose of 180 mg/dl. The product was not returned for analysis.